Event description:
Patient was revised bi-laterally to address a metal-on-metal reaction. Update rec'd (B)(6) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and complications. There is no new additional information that would affect the investigation. Update (B)(6) 2015 - pfs and medical records received. Pfs now alleges increased metal ions and dislocations. After review of the medical records for MDR reportability, the revision operative note indicated right hip corrosion. The left hip revision indicated subluxation, dislocations, corrosion, and malpositioned cup. No labs were provided for the alleged high metal ions. Both stems and the left cup is being added.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The ppf alleges metal wear and metallosis.